Event description:
The patient arrived at the hospital for a scheduled pump follow-up visit with "important muscle spasms" and clonus which had worsened in the last 20 days. He also had a temperature of 38 degrees c. It was noted that during the 20 days before the hospitalization, the patient "refers to have assumed oral baclofen". When the patient came in, the physician interrogated the pump without finding any alarms activated (the alarms were enabled). He emptied the reservoir to check the volumes and he found 9.5 ml; the expected volume was 9.8 ml. X-rays did not show any particular kinking or obstruction of the catheter. The physician did not perform the test with contrast because, he was afraid it could be meningitis and he preferred to have the results of bacteriological tests before injecting the contrast into the intrathecal space. The patient's temperature rose to 41 degrees c, he went into a coma, and then died. The patient died before any more device testing had been done. At the time of this report, the patient's cause of death was still unknown. It was noted that the physician was "convinced that the system was ok". The physician suspected a "viral or infective form", but it was all uncertain. Another possible cause was thought to be baclofen overdose because, the patient decided to take oral baclofen without prescription. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).